Event description:
It was reported that an occlusion alarm occurred resulting in customer going to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 598 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address bg. The customer mentioned that they had high ketones that the customer's health care provider (hcp) identified as life threatening, however, no injury or permanent damage occurred. Customer was discharged 2 days later, (B)(6) 2023 with the issue resolved. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.